Manufacturer narrative:
(B)(4). The expedium si quick-connect polyaxial screwdriver is not being returned to the customer quality unit for evaluation. Therefore, the reported device failure cannot be confirmed as no product sample has been returned for evaluation. A review of the device history record (DHR) for the expedium si quick-connect polyaxial screwdriver could not be performed as the lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the screwdriver we are unable to confirm the reported issue or identify the root cause. Device was not returned for evaluation. Therefore, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 - driver tip snapped when trying to insert a very tight screw. Screw was an 8mm x 40 into s1. Action taken to manage the problem: burred screw to cut off head and then used vice grips. Patient outcome post surgery: successful completion. No delay to procedure. No ae to patient. Male patient, weight: (B)(6) kgs.